Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet bionic pancreas experienced elevated blood glucose beginning the prior day and attempted multiple meal announcements to correct the high readings; the user then performed a factory reset with guidance, after which blood glucose returned to a normal range at 148 mg/dl. Symptoms included hyperglycemia. Outcomes included resolution of high glucose following troubleshooting and education. Investigation included remote troubleshooting and user education regarding appropriate use of meal announcements. Investigation of this case revealed user technique issues related to using meal announcements as correction, with device function restored after a factory reset. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.